Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damaged electrode wires along the lead. In addition, a silicone slice near the electrode ground ring prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires along the lead near the array. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy analysis of the electrode confirmed all wires exhibited fatigue breaks along the lead near the array. The photographic imaging inspection and the scanning electron microscopy analysis revealed broken electrode wires along the lead near the array. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery will be scheduled.